Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, hv lead impedance was noted. The tachy therapy has been deactivated since ICD indication is unnecessary for the patient. No adverse consequences for the patient were reported.